Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain on both sides') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), weight loss poor ("inability to lose weight"), dyspareunia ("pelvic pain during intercourse") and back pain ("stabbed through to my back") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, arthralgia, weight increased, weight loss poor, dyspareunia and back pain outcome was unknown. The reporter considered arthralgia, back pain, dyspareunia, pelvic pain, weight increased and weight loss poor to be related to essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain on both sides') in a 31-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), weight loss poor ("inability to lose weight"), dyspareunia ("pelvic pain during intercourse"), back pain ("stabbed through to my back") and autoimmune disorder ("autoimmune issues") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, arthralgia, weight increased, weight loss poor, dyspareunia, back pain and autoimmune disorder outcome was unknown. The reporter considered arthralgia, autoimmune disorder, back pain, dyspareunia, pelvic pain, weight increased and weight loss poor to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New events added: autoimmune issues. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain on both sides') in a 31-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding menstrual heavy. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), weight loss poor ("inability to lose weight"), dyspareunia ("pelvic pain during intercourse"), back pain ("stabbed through to my back"), migraine ("migraines regularly"), autoimmune thyroiditis ("hashimoto's / hashimoto¿s autoimmune "), costochondritis ("costochondritis ") and depression ("depressed") and was found to have weight increased ("weight gain"). The patient was treated with botulinum toxin type a (botox) and surgery (lavhbs, leaving ovaries). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, arthralgia, weight increased, weight loss poor, dyspareunia, back pain, migraine, autoimmune thyroiditis, costochondritis and depression outcome was unknown. The reporter considered arthralgia, autoimmune thyroiditis, back pain, costochondritis, depression, dyspareunia, migraine, pelvic pain, weight increased and weight loss poor to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: costochondritis. The following information was received from social media depressed. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event costochondritis added. On 23-mar-2020: social media received. Reporter information were added. On 23-mar-2020: social media received. Event added- depressed. Reporter information were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain on both sides') in a 31-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included bleeding menstrual heavy. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), weight loss poor ("inability to lose weight"), dyspareunia ("pelvic pain during intercourse"), back pain ("stabbed through to my back"), migraine ("migraines regularly") and autoimmune thyroiditis ("hashimoto's") and was found to have weight increased ("weight gain"). The patient was treated with botulinum toxin type a (botox) and surgery (lavhbs, leaving ovaries). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, arthralgia, weight increased, weight loss poor, dyspareunia, back pain, migraine and autoimmune thyroiditis outcome was unknown. The reporter considered arthralgia, autoimmune thyroiditis, back pain, dyspareunia, migraine, pelvic pain, weight increased and weight loss poor to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received. New event migraines regularly was added. Botox was added as a treatment medication. Essure placement date jan2013 was added. Bleeding so bad during cycle, it would leak out falopiaan tubes was added as a medical history. Three follow-ups (fu5, fu6 and fu7) were processed together. On 20-mar-2020: social media received. Essure removal date was updated to 25-aug-2014 from aug-2014. Three follow-ups (fu5, fu6 and fu7) were processed together. On 20-mar-2020: social media received. Previously reported event autoimmune issues was updated to event hashimoto's. Three follow-ups (fu5, fu6 and fu7) were processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain on both sides") in a 31 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of bleeding menstrual heavy. In (B)(6) 2013, the patient had essure inserted. Essure was removed on (B)(6) 2014. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), arthralgia ("joint pain"), weight loss poor ("inability to lose weight"), dyspareunia ("pelvic pain during intercourse"), back pain ("stabbed through to my back"), migraine ("migraines regularly"), autoimmune thyroiditis ("hashimoto's / hashimoto¿s autoimmune "), costochondritis ("costochondritis ") and depression ("depressed") and was found to have weight increased ("weight gain"). The patient was treated with botox (botulinum toxin type a) as well as surgery (lavhbs, leaving ovaries). At the time of the report, the outcomes for these events were unknown. The reporter considered arthralgia, autoimmune thyroiditis, back pain, costochondritis, depression, dyspareunia, migraine, pelvic pain, weight increased and weight loss poor to be related to essure administration. Concerning the injuries reported in this case, the following ones were reported via social media: costochondritis. The following information was received from social media depressed. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The following amendment was made: upon internal clarification it was noted that this case was found to be duplicate of case (B)(4) so this case needs to be deleted from argus database. All information including source documents, reporters, events , references has been transferred to retention case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain on both sides') in a 31-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), weight loss poor ("inability to lose weight"), dyspareunia ("pelvic pain during intercourse") and back pain ("stabbed through to my back") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, arthralgia, weight increased, weight loss poor, dyspareunia and back pain outcome was unknown. The reporter considered arthralgia, back pain, dyspareunia, pelvic pain, weight increased and weight loss poor to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.